Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The cause of the event cannot be conclusively determined. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. Possible causes include: - the operator activates the footswitch during generator booting. - a defective footswitch. - a faulty cable connection between high voltage power supply (hvps) board and generator board. - a defective hvps board. - a defective generator board. - a defective motherboard.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue of error code message e-433 was not able to be duplicated. Minor scratches were found on the top cover and on the front panel. The unit was inspected and tested, passed all tests. No problem was found. No additional issues were reported. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a power on error esg-400 with e443. The user cycled the power 14 times and the error code persisted. There was no patient involved due to a 'power on failure' error. No additional information has been obtained.